Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument pitch up cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. Other cables at wrist were not damaged. Additional observation by failure analysis also found the distal end of main tube had various scratch marks with light material removed. The scratches were .051-.198 in length and not aligned with the tube axis. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the frayed pitch cable and/or main tube scratches were to recur could cause or contribute to an adverse event.

Event description:
It was reported prior to starting a da vinci hysterectomy procedure, that the prograsp forceps instrument had a broken wire at the wrist.